Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure (batch no. C18711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal and colposcopy in 2011. Concurrent conditions included morbid obesity, asthma since (B)(6) 2013, anxiety depression and dysfunctional uterine bleeding. Concomitant products included cetirizine hydrochloride (zyrtec) and fluticasone propionate (flonase). On (B)(6) 2015, the patient had essure inserted. In november 2015, the patient experienced pelvic pain ("pain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight fluctuation ("weight fluctuations") and alopecia ("hair loss"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced ovarian cyst ("right simple ovarian cyst"), pelvic adhesions ("pelvic adhesions") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery ((diagnostic laparoscopy with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight fluctuation, ovarian cyst, pelvic adhesions and alopecia outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, mood swings, ovarian cyst, pelvic adhesions, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: patients current weight was (B)(6). Complication during insertion - the right side coil was possibly not placed correctly. There was difficulty with visualizing the right ostia and getting the right angle to place the coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Hysterosalpingogram - on an unknown date: bilateral occlusion of the fallopian tubes (B)(6) 2017: ultrasound : essure coil may be in the fundus of the uterus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- pelvic pain, weight gain, hair loss, mood swings, dysmenorrhea, menorrhagia" most recent follow-up information incorporated above includes: on (B)(6) 2018: events -"mood swings, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), surgery (other) , pain, weight fluctuations, right simple ovarian cyst , pelvic adhesions and hair loss,lower abdominal pain" reporter added from pfs historical and concomittant conditions, lab data added from mr. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and genital haemorrhage ("bleeding") in a 26-year-old female patient who had essure (batch no. C18711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal and colposcopy in 2011. Previously administered products included for birth control: depo provera. Concurrent conditions included morbid obesity, asthma since (B)(6) 2013, anxiety depression and dysfunctional uterine bleeding. Concomitant products included cetirizine hydrochloride (zyrtec) and fluticasone propionate (flonase). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight fluctuations/ weight gain") and alopecia ("hair loss"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced ovarian cyst ("right simple ovarian cyst"), pelvic adhesions ("pelvic adhesions"), abdominal pain lower ("lower abdominal pain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((diagnostic laparoscopy with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased, ovarian cyst, pelvic adhesions and alopecia outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, genital haemorrhage, hormone level abnormal, menorrhagia, mood swings, ovarian cyst, pelvic adhesions, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patients current weight was 260 lbs. Complication during insertion - the right side coil was possibly not placed correctly. There was difficulty with visualizing the right ostia and getting the right angle to place the coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Hysterosalpingogram - on an unknown date: bilateral occlusion of the fallopian tubes (B)(6) 2017 : ultrasound : essure coil may be in the fundus of the uterus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- pelvic pain, weight gain, hair loss, mood swings, dysmenorrhea, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received. Preferred term of event weight fluctuations was updated from weight fluctuations to weight increased. Event hormonal changes added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and genital haemorrhage ("bleeding") in a 26-year-old female patient who had essure (batch no. C18711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal and colposcopy in 2011. Previously administered products included for birth control: depo provera. Concurrent conditions included morbid obesity, asthma since (B)(6) 2013, anxiety depression and dysfunctional uterine bleeding. Concomitant products included cetirizine hydrochloride (zyrtec) and fluticasone propionate (flonase). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight fluctuation ("weight fluctuations") and alopecia ("hair loss"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced ovarian cyst ("right simple ovarian cyst"), pelvic adhesions ("pelvic adhesions") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery ((diagnostic laparoscopy with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight fluctuation, ovarian cyst, pelvic adhesions and alopecia outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, mood swings, ovarian cyst, pelvic adhesions, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: patients current weight was 260 lbs. Complication during insertion - the right side coil was possibly not placed correctly. There was difficulty with visualizing the right ostia and getting the right angle to place the coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Hysterosalpingogram - on an unknown date: bilateral occlusion of the fallopian tubes (B)(6) 2017: ultrasound : essure coil may be in the fundus of the uterus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- pelvic pain, weight gain, hair loss, mood swings, dysmenorrhea, menorrhagia" quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.